Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a trach cannula change on (B)(6) "1919", the cannula connector presented cracking. It was necessary to change the device as soon as possible, before the complete rupture of the cannula occurs. The patient was re-intubated.